Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The information received suggests that blood leaked from the connector during clinical use on a patient. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of leakage was confirmed. Functional testing observed severe flow restrictions when flushing through with a syringe. This eventually led to an occlusion due to the residuals present on the male luer part of the smartsite component. The sample was then subjected to pressure testing; fluid was observed leaking from the surface of the smartsite piston. A closer inspection noted a small pin prick hole to the piston. The root cause of the smartsite piston leak was determined to be a puncture from a sharp object.